Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, pre-existing bundle branch block worsened. Three days post-implant, sick sinus syndrome (sss) with symptomatic bradycardia was noted. A permanent pacemaker was implanted 4 days post valve implant. No other adverse patient effects were reported.

Manufacturer narrative:
Patient weight and initials were obtained and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.